Manufacturer narrative:
The customer¿s report of bulging was confirmed. Visual inspection noted that there was a slight bulge on the silicone segment next to the upper fitment. Tactile examination further confirmed that the area had been strained. Functional testing revealed a slight bulge during priming and during a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment ballooned at a pressure of 12 psi. The root cause of the ballooned segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a bubble developed in the IV tubing as medication was infusing." The customer reported the event occurred during an infusion of normal saline of unspecified rate. The tubing was replaced and there was no patient harm.